Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the distal end with struts on the first two rows lifted proximally from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20x3.0mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and mildly calcified mid-left anterior descending artery (lad). A 3.00x20mm promus element drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent strut was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20x3.0mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and mildly calcified mid-left anterior descending artery (lad). A 3.00x20mm promus element drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent strut was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.